Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the mass swelled and melted away exposing the convex piece which, cut or rubbed her stoma. The alleged malfunction did not require medical attention. The end user removed the wafer and applied a new one. There was a bulge behind her stoma but this area was soft. She said her weight has increased in size, so her stoma has increased in size as well. She uses a pre-cut opening for a 32mm stoma but her stoma measures at least 35mm at the widest point. Reportedly, she wears an ostomy belt. Photographs depicting the issue were received from the end user.